Event description:
A while ago a second program was installed and somehow by accident it got deleted. Lower leg and foot issues were reported. The patient needs a little bit more coverage for the lower leg and foot. Every 6-8 months the patient meets with company representatives for adjustments. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)